Manufacturer narrative:
The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump had intermittent button response due to flattened button dome switches. The pump keypad connector was fully locked. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with high blood glucose levels and unresponsive keypad. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.